Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. The sprint fidelis lead model is included in a field advisory, and tested out of specification consistent with that advisory. Evaluation summary: distal conductor was fractured; partial lead in segments was returned for analysis. The fracture was at the proximal end of the distal segment.

Event description:
It was reported that there was a lead fracture. A lawsuit further alleged that the patient "suffered and continues to suffer injuries" including, but not limited to, "being shocked by the defibrillator multiple times without cause." The lead was explanted and replaced. No further patient complications have been reported as a result of this event.